Event description:
Per report received from foreign MFR: pinhole at 4 bar during first inflation after 20 seconds. It was noticed during the first inflation that the balloon would not hold the pressure.